Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional investigations were performed. It was determined that the event was most likely related to inserting an accessory through the cannula seal at a high angle, which caused the septum to pinch and tear.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal accessory. Failure analysis confirmed the reported event. The seal was found to have a broken rubber piece/material from the duckbill; however, the torn piece was returned with the received seal. The returned rubber piece was approximately 0.073" x 0.075" in size.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small rubber fragment from the universal seal broke off. The fragment was found inside the patient and retrieved during the same procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional failure analysis investigations were performed on this universal seal accessory. Upon further inspection, it was determined that the missing piece was from the septum component, not the duckbill. On 09-feb-2024, intuitive surgical, inc. (Isi) received mw5150772 stating: "at the end of the surgical case, it was noted that a small piece of rubber from the robotic port seal was missing. The surgeon was notified and the scope was inserted back into the abdomen. The vendor of the port seal was notified, as this has been a repeat incident with the same product."

Event description:
Refer to h10/h11 for follow-up information.